Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head fell off [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that he or she bought an oral-b pro-health rechargeable toothbrush and the oral-b brushhead, version unknown fell off. This was not the first time that the consumer had used these brush heads, and he or she stated that they had been in use for 3 days and never had been dropped. No symptoms developed.